Manufacturer narrative:
As stated, it was noted that the reported severe regurgitation is possibly perivalvular in nature. However, no imaging was provided to evaluate the function of the valve in vivo. Perivalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The provided information suggests nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event. It was learned that the patient will undergo a percutaneous pv leak repair to treat this event. Additional information will be reported once available.

Event description:
The patient underwent successful percutaneous closure of the reported perivalvular leak on (B)(6) 2013, with an amplatz vp 2 plug, where trace insufficiency was shown at post operatively. The event was resolved.

Manufacturer narrative:
An update was received indicating the patient underwent a successful percutaneous closure of the reported perivalvular leak. The event was noted to be resolved and patient doing fine. No further action required.

Event description:
It was reported via clinical affairs that a (B)(6) clinical trial male patient received an aortic bioprosthetic valve on (B)(6) 2013, then 5 days post implantation, a discharge echo showed severe aortic insufficiency, possibly peri-valvular leak. It was noted that the patient is asymptomatic, was discharged home, but will require early follow up. The implant operative report of (B)(6) 2013 indicates, "a postoperative transesophageal echocardiogram shows a well functioning aortic bioprosthesis and improvement in his left ventricular function from 20% to 25% preoperatively and postoperatively 35% to 40%. The patient returned to hospital 2-3 weeks after discharge (for early follow up), f/u echo showed ef was decreased to 30% and ai remains severe. Patient was scheduled for percutaneous pv leak repair on (B)(6) 2013. No further updates provided.